Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
Baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crystalline in the gel and weight to the specification. Cloudy gel observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade unknown¿.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.